Manufacturer narrative:
Concomitant devices: 2.5 x 13mm cypher stent, 2.5 x 28mm and a 2.5 x 8mm cypher stent. Concomitant medications included rosuvastatin and prinivil. As reported via the (B)(4) study, the patient experienced coronary restenosis. This is a (B)(6) female with medical history including hypertension, history of previous pci ((B)(6) 2007) and history of myocardial infarction ((B)(6) 2007). On (B)(6) 2007, the patient had treatment of the mid lad. A 2.5 x 20mm balloon was used to dilate the segment of stenosis proximally and a 3.0 x 23mm cypher stent was implanted at 14 atm. After flow was established in the lad, they were able to see that distally in the lad, there was another more focal lesion that was treated with a 2.5 x 13mm stent. This appeared to be a very eccentric ruptured plaque in the distal lad branch. The more proximal stent was post-dilated with a 3.0 x 18mm balloon. On (B)(6) 2007, the patient underwent a staged procedure of the right coronary artery (rca). It was reported that a long area of disease in the right coronary artery limb which led to the posterior descending artery was successfully stented with the implantation of a 2.5 x 28mm and a 2.5 x 8mm cypher stent. At the time of the index procedure on (B)(6) 2011, angiography revealed the lad's proximal stent was widely patent, but immediately after the stent there was an 80 to 90% area of stenosis with diffuse narrowing noted in the distal portion of the lad. At the time of the index procedure, a 3.0 x 18mm cypher was implanted in her mid lad due to a positive stress test. The rca stents were widely patent, but the segment between the stents had about a 70% area of stenosis. It was unknown if the restenosis was within 5mm of the previously reported cypher stents and treatment of the rca stenosis was not reported. The stents remain implanted thus unavailable for analysis. There was no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and coronary disease. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00446, 3003742446-2012-00447, 3003742446-2012-00448 and 3003742446-2012-00449.

Event description:
There was an initial report of hypertension received for this (B)(4) study patient on (B)(6) 2012 that the investigator felt was not related to the study device and was captured as a non-complaint. The following information was provided on (B)(6) 2012. On (B)(6) 2007, the patient had treatment of the mid lad. A 2.5 x 20mm balloon was used to dilate the segment of stenosis proximally and a 3.0 x 23mm cypher stent was implanted at 14 atm. After flow was established in the lad, they were able to see that distally in the lad, there was another more focal lesion that was treated with a 2.5 x 13mm stent. This appeared to be a very eccentric ruptured plaque in the distal lad branch. The more proximal stent was post-dilated with a 3.0 x 18mm balloon. On (B)(6) 2007, the patient underwent a staged procedure of the right coronary artery (rca). It was reported that a long area of disease in the right coronary artery limb which led to the posterior descending artery was successfully stented with the implantation of a 2.5 x 28mm and a 2.5 x 8mm cypher stent. At the time of the index procedure on (B)(6) 2011, angiography revealed the lad's proximal stent was widely patent, but immediately after the stent there was an 80 to 90% area of stenosis with diffuse narrowing noted in the distal portion of the lad. At the time of the index procedure, a 3.0 x 18mm cypher was implanted in her mid lad due to a positive stress test. The rca stents were widely patent, but the segment between the stents had about a 70% area of stenosis. It was unknown if the restenosis was within 5mm of the previously reported cypher stents and treatment of the rca stenosis was not reported.